Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
The customer reported auto trigger. The service technician checked the log and no technical error was found. Run test 18 hours before performance verification test (pvt). The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician completed pvt and the unit passed all tests.